Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An image was provided for review and showed a broken cable at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) broke while still inside the patient. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no injury to the patient. No fragment fell into the patient